Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator is powering on and off during patient use. The patient was bagged with 100% oxygen while waiting for another ltv ventilator. The patient did not desat during this event. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: the vent detected ext lst1 and bat low1 prior to bat mpt1 and ran for a short time before issuing a ln vent1. All entries are consistent with normal ventilator operation. All testing was performed with a known good ac adapter and patient circuit connected with an external power source. ¿charge status¿ led illuminated ¿amber¿ signifying charge to the internal battery. Completed charge of the internal battery overnight. During bench testing performed battery durations test per (doc. (B)(4) rev. B, step 2-b), results were passing. The reported issue was not duplicated but was confirmed on the event trace log. No failure was detected the device operated within specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.